Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a heavily vessel. A 3.00x20mm synergy drug eluting stent was advanced to treat the lesion. However, the stent got dislodged from the balloon while advancing. The physician was able to remove the stent from the patient and dilatation was performed with a balloon. No patient complications were reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and severely calcified heavily vessel. The physician was able to remove the stent by gently pulling the guide catheter and the delivery system slowly. The procedure was completed with a different device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a heavily vessel. A 3.00x20mm synergy drug eluting stent was advanced to treat the lesion. However, the stent got dislodged from the balloon while advancing. The physician was able to remove the stent from the patient and dilatation was performed with a balloon. No patient complications were reported and the patient's status was stable.